Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. Vascular access was obtained via the radial artery. The 4.0x26mm, 75% stenosed target lesion was located in the non-tortuous and moderately calcified right coronary artery. The 3.0x15mm nc quantum apex mr balloon was advanced and difficulty was encountered during advancement. The balloon was inflated to 20 atms for 12 sec for pre-dilation and ruptured on the 1st inflation. The ruptured balloon was removed intact and the procedure was completed with another of the same device. A 4.0x28mm stent was subsequently implanted in the target lesion and a 3.5x15mm quantum apex balloon was used for post-dilation. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. Vascular access was obtained via the radial artery. The 4.0x26mm, 75% stenosed target lesion was located in the non-tortuous and moderately calcified right coronary artery. The 3.0x15mm nc quantum apex mr balloon was advanced and difficulty was encountered during advancement. The balloon was inflated to 20 atms for 12 sec for pre-dilation and ruptured on the 1st inflation. The ruptured balloon was removed intact and the procedure was completed with another of the same device. A 4.0x28mm stent was subsequently implanted in the target lesion and a 3.5x15mm quantum apex balloon was used for post-dilation. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(6). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: visual examination of the retuned device revealed there was blood in the balloon and inflation lumen of the catheter. Magnified inspection revealed a longitudinal tear in the balloon wall on the distal end of the balloon. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was considered operational context as device performance was limited due to anatomical procedural factors. (B)(4).